Event description:
(B)(4)

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Manufacturer narrative:
The reported device was not returned to the design house in (B)(4) for investigation. The complaint failure cannot be confirmed or verified. Based on all information provided, the device fault could be related to user errors such as failure to recharge the internal battery regularly, or not following the learn circuit correctly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).